Event description:
It was reported that the patient fell in january and had not been able to fully charge since that time. The patient was in the hospital due to a fall and dislocated his hip one day prior to report. Prior to the implant, the patient had been falling due to ¿severe nerve damage¿ and it was the reason ins was implanted. The implantable neurostimulator (ins) held a charge for ¿about a day¿ and then it would be ¿100% dead.¿ it was noted that it was 1/8 full and the patient ¿had to hold it there for a long time¿ to get it to 1/4 battery. The patient noted that the ins was ¿not helping with the pain only when it was working.¿ it was noted that the patient acquired six boxes ¿at the most¿ when charging and it was ¿very hard to get the six boxes to stay.¿ the patient had two knee surgeries in the past year and had another scheduled. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).